Event description:
A balloon developed a leak at approximatley 5-6 atmospheres during a superior vena cava dilatation procedure of a possibly calcified lesion. Other balloon catheters were used to successfully complete the procedure without patient complications. The device was destroyed by the user facility. Therefore, no failure analysis was available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. It was indicated this device was used in a possibly calcified lesion and used to dilate the superior vena cava which is not an indicated use of the device. Co believes the above factors may have contriubted to this event. However, without evaluating the device, co is unable to determine the exact cause for the event. Directions for use state: balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of the iliac, femoral and renal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae... Any use for procedures other than those indicated in these instructions is not recommended... If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."